Event description:
(B)(6) home health rn reported they are in pt's home doing day 1 infusion now and is having issues with curlin pump, which is still not resolved by moog when nurse spoke with them. Home health nurse is finishing infusion via gravity today, but will need new pump for day 2 infusion tomorrow. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: privigen sdv - 30gm. Privigen sdv indication: myasthenia gravis without (acute) exacerbation. Did pt miss a dose or have an interruption to therapy? - unknown; did adverse event(s) result due to product issue? - unknown; did pharmacy replace device? - yes; is device associated with event available for return? - unknown.